Manufacturer narrative:
Section a: patient information was not provided, request for this information has been made. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a phase to phase short occurred.

Manufacturer narrative:
This event was determined to be supplemental information to manufacturer report number (MFR#) 2916596-2025-03436. A final report will be submitted under that event.